Event description:
It was reported that during follow up, device could not be interrogated via rf telemetry. Three different programmers in different rooms were attempted but was not able to interrogate with rf. A firmware download was performed and device was able to be interrogated via rf telemetry successfully. Device will continue to be monitored. Patient was asymptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.